Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination on the battery board pca, a shorted u13 cmos flash microcontroller, a shorted q1 current-controlling transistor and the y1 crystal oscillator was open. The damage to the diode, transistor, and crystal oscillator was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger was unable to charge battery pack.